Event description:
The patient had ams 700 implanted 11 months ago. Patient presented to physician's office with complaints that the device would no longer inflate. The physician manipulated the pump, but it still would not inflate. The patient was brought to the or for revision of any necessary components. The pump was replaced. The rest of the components were working properly.======================manufacturer response for inflatable penile implant, 700 lgx (per site reporter).======================no response yet.